Event description:
The reporter obtained a "hi" (greater than 600mg/dl) on the accu-chek advantage system. He dosed himself with 25 extra units based on the blood glucose result. He experienced a seizure 5 mins after the "hi" (greater than 600mg/dl) result. He received third party intervention. New system sent and return requested.